Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device alarmed "air in the purge system". It was also reported that the pump stopped, and re-start was initially successful, however only low p-level was possible, eventually the pump stopped due to the high motor current and was unable to restart. It was also reported that the patient expired. No further information is available. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: the date of the patient's death is unknown. The investigation for the reported purge leak and pump stop has been completed. The product was returned. Per the results of the clinical review and investigation: the root cause of the cannula kink was determined to be wireless re-access which is not permitted with the use of impella cp. The pump was returned, and biomaterial was found under the impeller and in the purge gap. The pump was purged with a lab purge cassette and high purge pressure occurred. The purge cassette that was returned and was unable to be de-aired. The piston was unable to make forward strokes. The root cause of the purge cassette leak was determined to be a piston failure. The root cause of the pump stop was determined to be biomaterial ingress under the impeller. It is possible the ingress occurred during the purge issues but cannot be confirmed without the data logs. As noted in the impella IFU: impella cp with smart assist system. Purge leak. Section: cleaning : ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ pump stop. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.